Event description:
On (B)(6)2009, the pt reported that the piston rod of her infusion device would not retract. She was assisted in performing the change cartridge procedure and the display read "returning piston rod" but the piston rod stopped after retracting 2/3 of the way. She stated that she did not see insulin in the cartridge compartment; however, the cartridge compartment window did not appear to be clear. She stated that the battery had been in use for a few weeks. She inserted a new battery and the piston rod retracted completely but she stated that it sounded strained and "315" was not immediately displayed on the screen of the infusion device. She stated that the infusion device has been dropped. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.